Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse checked the instrument. The cause of the discordant results is unknown. Siemens is investigating the issue.

Event description:
Discordant results were obtained on patient samples on an immulite 2000 instrument. The initial results were not reported to the physician(s). It is unknown which assay was affected. It is unknown if the samples were repeated and if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant results.

Manufacturer narrative:
The initial MDR was filed on july 26, 2017. Additional information (07/03/2017): while a siemens customer service engineer (cse) was at the customer site, the cse reviewed the log files and adjustments. The cse decontaminated the system and replaced the photo multiplier tube. After troubleshooting, quality controls and patient samples were repeated and the results were acceptable. The cause of the discordant results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Additional information (07/28/2017): section b5 of the initial MDR stated that it is unknown which assay was impacted and if the samples were repeated. This information has been received. Discordant total testosterone, total immunoglobulin type e (total ige), total thyroxine (total t4), total triiodothyronin (total t3), and thyroid stimulating hormone (rapid tsh) results were obtained on patient samples and quality control samples on an immulite 2000 instrument. After troubleshooting, quality controls and patient samples were repeated and the results were acceptable. Corrected information (08/22/2017): the initial MDR indicates that the "date received by manufacturer" is july 6, 2017. As per the service report details, the cse was aware of the event while he visited the customer site. Therefore, the correct date received by manufacturer is considered as july 3, 2017.

Event description:
Discordant total testosterone, total immunoglobulin type e (total ige), total thyroxine (total t4), total triiodothyronin (total t3), and thyroid stimulating hormone (rapid tsh) results were obtained on patient samples and quality control samples on an immulite 2000 instrument. After troubleshooting, quality controls and patient samples were repeated and the results were acceptable. Additionally, there was delay in reporting of results.